Manufacturer narrative:
Date of event: date of event was approximated to december 15, 2016, the implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a solyx single incision sling + bilateral pudendal block - naropin + hydrodissection + cystoscopy procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient experienced an unknown injury.